Event description:
The customer reported a ventilator gave a low leak co2 re-breathing risk alarm. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The rse advised the customer that they may need to replace the gas delivery systems (gds) and flow sensor. The rse provided the part identification numbers. The customer has reported that he has not received the replacement part. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: the remote service engineer (rse) advised the customer that they may need to replace the gas delivery systems (gds) and flow sensor. The rse provided the part identification number. The customer reported to have replaced the flow sensor assembly. The reported issue was resolved and the unit is back in service. The replaced parts have not been received for internal component analysis at this time. If the parts are received, this complaint will be reopened for component root cause investigation.